Event description:
The customer reported the system's left monitor failed to display images. Also, the vertical lift was inoperable. No report of pt or staff injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The digital video interface cable on the vortex display adapter was moved to enable images. Circuit boards were reseated. Also, a power supply was replaced. The sys was then found to be operating as intended.